Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: button does not work, main body worn out, scope mount corroded, foreign matter adhering to the scope mount, water ingress into the cable, water ingress into the camera head, corrosion of electrical contacts. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited following malfunctions: cable kinked / main body worn out, scope mount corroded/corrosion of electrical contacts, foreign matter adhering to the scope mount, water ingress into the cable/water ingress into the camera head. There was no patient involvement.